Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The file was reviewed by a company clinical analyst, who stated the following: the customer reported that occlusion tones were heard at the time of the reported event. As stated in the system operator's manual; appropriate use of system parameters and accessories are important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Occlusion tones (intermittent beeping tones during occlusion) indicate that the vacuum is near or at it's preset limit, and aspiration flow is reduced or stopped to avoid exceeding the limit. While the system is equipped with visual and audible warning signals to alert the user of an occlusion; the surgeon must recognize the signal and manually stop delivery of ultrasonic energy. After review of the complaint file, the cause of corneal thermal injuries remains unknown, however, failure to react to occlusion tones may have contributed to the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).

Event description:
A director of surgical services reported two corneal burns that occurred using the same handpiece. This report is for the first patient. The thermal burn occurred during the second stage of phacoemulsification during a cataract with intraocular lens implant procedure. It was believed that the viscoelastic had occluded the handpiece. The occlusion bell was heard during the procedure. Sutures were placed to ensure wound closure. The procedure was completed. Additional information received indicated that there was also an issue with the tips used for surgery. Specifically, one tip had a clear substance and another had a milky substance.